Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number was not provided. The devices were not returned. The lot history record review was not performed because this incident was based on an article review and no device/lot information was provided. The similar complaint review was not performed because this complaint was based on an article review and no device/lot information was provided. Based on the available information, a cause for the reported patient effects of death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced is filed under a separate medwatch report number. Attachment article title:3-year outcomes of transcatheter mitral valve repair in patients with heart failure.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: heart failure, prolonged hospitalization and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "3-year outcomes of transcatheter mitral valve repair in patients with heart failure." No additional information was provided.